Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant there was a pericardial effusion and the left ventricular (lv) lead could not be placed. The lead was removed. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.